Event description:
Device malfunction: difficult removal, shaft breakage. Time of malfunction: during vessel closure. Symptoms/ae: slight hematoma. It was reported that a physician, trained in the use of the proglide device, attempted common femoral arteriotomy closure after an unspecified procedure, the proglide was deployed, but was difficult to remove. When the device was rotated, without using significant force, the catheter shaft separated at the juncture of the black polymer and the metal area. Although it remained in one piece, two sharp edges were exposed and protruding around the foot housing. The device was manually removed intact. Hemostasis was achieved using manual compression. A slight hematoma developed and was not treated, although hospitalization was prolonged for observation. The pt was discharged to home in stable condition two days later. The physician felt that femoral scarring, peripheral vascular disease, and obesity contributed to the difficult device removal. There was no adverse pt sequela. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.